Event description:
It was reported the customer was hospitalized. The nurse wanted to report there was a malfunction with the device. Customer was experiencing high blood glucose of 500 to 600 mg/dl. Nurse did not know the blood glucose at the time of hospitalization. Customer was going to be put an inpatient. Nurse did not have the device and was unable to confirm the serial number on the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.